Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data confirmed the reported permanent out of range signal.

Event description:
The patient contacted dexcom to report a permanent out of range signal. No injury or medical intervention was reported at this time.